Manufacturer narrative:
D4: UDI# is not reported because the lot number was not provided and the product was not returned for analysis. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis or suture detachment could not be determined. A conclusive cause for the reported patient effect of hematoma and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment: safety and efficacy of a 6 french perclose arterial suturing device following percutaneous coronary interventions: a pilot evaluationna

Manufacturer narrative:
Mean patient age is 62. The majority patient gender is male. Date of event: date estimated. The device locations are unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article title: safety and efficacy of a 6 french perclose arterial suturing device following percutaneous coronary interventions: a pilot evaluationna.

Event description:
It was reported through an article identifying prostar devices that may be related to: failure to achieve hemostasis; suture break, and large hematoma greater than or equal to 10cm. Specific patient information is documented as unknown. Details are listed in the attached article, titled "safety and efficacy of a 6 french perclose arterial suturing device following percutaneous coronary interventions: a pilot evaluation".